Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("an essure device is identified at the proximal end of the fallopian tube, and extending into pericornual myometrium"), pelvic pain ("pelvic pain/pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst and leiomyoma. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), amnesia ("memory loss"), arthralgia ("joint pain"), back pain ("back pain"), dyspareunia ("painful sex"), migraine, abdominal distension ("bloating"), depression, headache and tooth disorder ("dental disorder nos") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy, surgery with total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals, amnesia, arthralgia, back pain, dyspareunia, migraine, abdominal distension, weight increased, depression, headache and tooth disorder outcome was unknown. The reporter considered abdominal distension, allergy to metals, amnesia, arthralgia, autoimmune disorder, back pain, depression, dyspareunia, embedded device, genital haemorrhage, headache, migraine, pelvic pain, tooth disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: bilateral fallopian tubes with focal attenuated mucosal lining. Essure devices present in pericornual myometrium, bilaterally. "Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: an essure device is identified at the proximal end of the fallopian tube, and extending into pericornual myometrium". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.